Event description:
The provider stated the joystick shut off when tilting back to an upright position. Would not turn on until the tech tool apart network connectors and reassembled. Working fine now. Voltage was 25.8 volts.